Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned for normal battery depletion. Initial analysis revealed that this device's cell capacity was less than expected. This report was created due to this finding. There were no field allegations. This device is listed on the shortened replacement window advisory, originally communicated on april 5, 2007.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.